Event description:
Report received of the pump "shutting down on its own." The customer reports that "during a nursing visit at the pt home, the pump shut down on it's own." The clinician stated no alarm sounded and the clinician was not able to troubleshoot. Another pump was called for. There was an unspecified dealy while a new pump was being delivered to the pt. The pt was able to eat a piece of candy to protect their blood sugar from decreasing. The pt receives tpn daily for 24 hours continuous at 16ml/hr. No report of adverse pt effect. Additional pt information was requested, but no further info was available.